Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Patient stated that he has been motor error alarms all day today , patient stated the first time this happened he was in the car. Patient stated he is getting this error about every 30 mins. Patient stated that he has been able to clear the alarms so far. Inquired what led up to the complaint. Customer response: patient got motor error motor error/e70 past event t/s per dop114-950. Explained alarm and possible causes. Adv customer to d/c from the pump. Advised customer to check if drive support cap is protruded, loose, sticking out or flush. Customer reports the drive support cap appears normal (slightly indented). Inquired if the pump has been exposed to high magnetic field. Found: no. Customer reports an e70 alarm. Adv the pump will need to be replaced. Adv to discontinue use of the pump. Recommended customer refer to back-up plan, per hcp instructions. Explained the rpl policy. Explained the interaction aftercare email. Customer's outcome pertaining to the complaint: replaced the pump ship: 1 pump (box & le/return: 1 pump reason for return: e70.